Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2: additional information - correction h6: event problem and evaluation codes ¿ correction data correction.

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.